Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as an itchy rash with a wet and open wound. Patient has a band aid and medication allergy. There was no alleged device malfunction contributing to the irritation. The patient¿s nurses gave cetirizine for the skin irritation. Follow up indicated that the skin irritation improved.